Manufacturer narrative:
H6: device code 2017-incorrect prep / above rbp. The device was not returned for evaluation. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed one similar complaint from this lot. The reported difficulty removing the device from the guiding catheter appears to be related to operational context. The investigation determined the reported deflation issue is related to a manufacturing issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.d10, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On january 15, 2020, the abbott vascular determined that a field safety corrective action is required for specific lots of nc trek rx coronary dilatation catheter and nc traveler coronary dilatation catheter. The field safety action number is 2024168-1/27/2020-001. This action is being taken as a result of an increase in the complaint trend for reported failures of deflation for nc trek rx and nc traveler rx coronary dilatation catheter. Product from identified lots may exhibit slow, partial or failure to deflate.

Event description:
It was reported that the patient was admitted with acute coronary syndrome. The procedure was performed to treat a lesion in the left main stem and left anterior descending artery. The 4.5 x 15 mm nc trek was inflated one time; however, the balloon could only be partially deflated and could not be pulled into the guide catheter. The devices were pulled into the descending aorta and the physician repeated inflation/deflation and the balloon was finally able to be pulled into the guide catheter and removed from the patient anatomy without adverse patient effect. No additional information was provided.